Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID: evproplus-23 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant procedure of a transcatheter valve, the patient had an aortic valve area of 0.3 squared centimeters with a peak gradient of 72 millimeters of mercury (mm hg). During the procedure and after crossing the aortic valve with a straight-tip guidewire in exchange for a pigtail catheter, "profound" hypotension was observed. An echocardiogram was performed that revealed a pericardial effusion. The patient was administered vasoactive agents; however, the hypotension did not improve. Multiple doses of adrenaline (adr) were administered that increased the patient's blood pressure, but hypotension was observed again and systolic collapse occurred. Subsequently, a pre-dilation balloon was performed; however, the patient's hemodynamic instability persisted. Before surgical intervention could be performed, the patient developed asystole. Therefore, cardiopulmonary resuscitation (CPR) was immediately initiated. Despite advanced cardiac life support including repeated doses of resuscitation drugs and prolonged CPR, spontaneous circulation was unable to be achieved. Resuscitation efforts were unsuccessful and the patient died.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying the tpi lead balloon tip was a non-medtronic temporary pacing lead.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant procedure of a transcatheter valve, the patient had an aortic valve area of 0.3 squared centimeters with a peak gradient of 72 millimeters of mercury (mm hg). During the procedure and after crossing the aortic valve with a straight-tip guidewire in exchange for a pigtail catheter, "profound" hypotension was observed. An echocardiogram was performed that revealed a pericardial effusion. The patient was administered vasoactive agents; however, the hypotension did not improve. Multiple doses of adrenaline (adr) were administered that increased the patient's blood pressure, but hypotension was observed again and systolic collapse occurred. Subsequently, a pre-dilation balloon was performed; however, the patient's hemodynamic instability persisted. Before surgical intervention could be performed, the patient developed asystole. Therefore, cardiopulmonary resuscitation (CPR) was immediately initiated. Despite advanced cardiac life support including repeated doses of resuscitation drugs and prolonged CPR,spontaneous circulation was unable to be achieved. Resuscitation efforts were unsuccessful and the patient died. Additional information was received that the straight-tip guidewire used during the procedure was non-medtronic (teurmo). The dcs was not inserted during aortic valve crossing or when the hypotension occurred. Per the physician, the pericardial effusion was caused by the tpi lead balloon tip and the dcs was not a contributing factor. The physician indicated that the cause of death was the patient being unable to tolerate hypotension and unresponsive to all the drugs. The physician attributed the death to the patient's underlying multiple comorbidities such as renal failure.